Event description:
False negative result (s). These test kits do not pick up the covid 19 virus during the contagious phase before symptoms begin or are mild. Once you're either very sick or significantly going downhill, it will finally give you a positive result. Testing negative gave us a false sense of security about going out and being around family and friends. In our experience, these test kits do work, but not early enough to have prevented the spread of covid 19. Just be aware.